Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: a review of the black box showed call service 078 motor rewind errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find moisture/corrosion in and around a motor component. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover.